Event description:
It was reported that the device data indicated a lifetime max impedance for the right ventricular (rv) lead that was lower than the rv impedance impedance reading. It was also reported that there was increasing, high rv impedance. Follow-up revealed that the lead and the device remain in use and there was no intervention. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.